Event description:
It was reported that an infusor leaked. The customer stated that the "liquid was in the infusor but not contained in the elastic bubble." Patient involvement is unknown. Additional information was requested but not available.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation. The sample was visually inspected and a leak test was preformed; the customer reported condition of leak could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If any additional relevant information becomes available, a supplemental report will be submitted.